Event description:
A 20ml fentanyl syringe and tubing were changed to a new pump. The pump was programmed to infuse at rate of 0.33ml/hour. Approximately 24 hours later, the 20ml fentanyl syringe was removed and replaced with a new fentanyl syringe. The syringe that was removed had 18.5ml of fentanyl remaining after 24 hours. The patient only received 1.5ml of fentanyl. In the 24 hours of decreased fentanyl administration, the patient's heart rate increased by an average of 10bpm (beats per minute) and the patient had seven episodes of emesis. The patient required two boluses of 10mcg fentanyl, one bolus of 15mcg fentanyl, three doses of 0.3mg lorazepam, three doses of 0.5mg vecuronium, and one dose of 2.5mg diphenhydramine for agitation. Observation was also increased.